Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the tlc75 swing tab locked when the surgeon was making the second fire. Another instrument was used to complete the case. There was no consequence to the pt.